Event description:
Event description cpi received information that this implantable pulse generator (ipg) system was undersensing and exhibitng a loss of capture. The device remains implanted. Due to other non-related health issues with the patient, the physician has elected to leave the event unresolved.